Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). (B)(4).

Event description:
The holding forceps for the reaming rod had signs of corrosion. This is 1 of 1 report for this complaint (B)(4).